Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with a failed battery test, pump error 4, and pump error 53. The customer's blood glucose at the time of incident was unknown at the time of incident. Troubleshooting was performed for the pump error alarms. The customer was able to complete the pump rewind and the insulin pump passed the self test. Troubleshooting was initiated for the failed battery test alarm, however, the customer received another failed battery test alarm at the end of troubleshooting. The insulin pump will not be returned for analysis.